Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been to the emergency room (ER) with hyperglycemia. Mother called 911 and the ambulance took the patient to the hospital. The patient's blood glucose levels reached 273 mg/dl while wearing the pod for longer than 48 hours on the arm. Symptoms reported include hyperglycemia, hypothermia, and an acute uti . The patient was treated with IV fluids and an insulin drip for the duration of the stay, as well as some blood tests (12 hours in the hospital). Patient was also sent home with medication for the acute uti she was experiencing. The patient was prescribed cephalexin for uti 3 times daily by mouth 50 mg capsules for three days. The hospital removed the pod and threw it away.